Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance of the device the medtech technician noticed that the stabilization system remote control display was not lit up. The medtech technician noticed that the stabilization system was not moving when the up and down buttons from the remote control were pressed.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. According to results of the functional investigation during the maintenance, it has been identified that there has been a burnt out fuse.

Manufacturer narrative:
During the review of the complaint file it was noted that the serial number and manufacturing date of the device concerned by this complaint were incorrectly reported in the initial medwatch report submitted (# 3009185973-2017-00638).